Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed." (B)(4) occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9343689. The process inspections were performed, and no records of this incident were found. The current controls to detect the incident are performed by visual inspection each 02 hours at (B)(4) parts at assembly process. Qn review: no quality notifications (qn) potentially related to the incident were observed. No maintenance records potentially related to the incident were observed (B)(4) samples were received, and it is possible observe silicone visible in (B)(4) samples (B)(4) samples were conform. According evaluation the possible cause for the occurrence is a failure at lubricant application station. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by visual inspection. This lubricant meets the requirements for biocompatibility per iso 10993-1. CAPA is not required. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed." 4 occurrences were reported.